Event description:
The following was reported to hamilton medical ag: the report from hospital say: at 10:56 on (B)(6) 2024, the medical staff in the central ICU ward were preparing to use the device for patients who needed to go out for an examination with a ventilator. However, they found that the touch screen and the parameter adjustment knob of the main unit were malfunctioning after turning on the device, making it impossible to adjust. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).